Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer received a no delivery alarm while attempting a bolus. Customer's blood glucose was 387 mg/dl. The customer treated their blood glucose with a manual syringe. It was found a no delivery alarm did not occur during a manual prime. Customer was unable to complete troubleshoot at the time of the call. The customer will be returning their products for analysis. No additional information provided.